Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported by the patient that their reason for calling was because they didn¿t feel the vibrations from the therapy. The patient clarified that they meant they were not feeling the stimulation from the therapy. The patient stated that the issue started about last month. The patient stated they were at the health care physician (hcp) office the other day. When asked if the patient was seeing a 50% or greater symptom control from their therapy, the patient reported that since a month ago, it seemed like they couldn¿t control their water because they would take 10 steps and before they would get to the bathroom they would lose their fluid. While on the call the patient synced with their programmer and it showed that stimulation was off. The patient noted their stimulation was at 5.9v on program 1. The patient reported not know why their stimulation was off. The patient then turned their stimulation on and noted they could not feel stimulation. The patient increased the stimulation to 7.1v but reported that they still didn¿t feel stimulation. The patient indicated they were ok with leaking the stimulation at 7.1v and that they would monitor their symptoms. Additional information was received on 2018-dec-03 from the consumer. The patient reported in response to the inquiry for the circumstances that led to the implant being off that they did not feel the implant working and in response to the inquiry of the circumstances that led to their not feeling stimulation after turning the ins back on and increasing the stimulation were that they still didn't feel the stimulation. The patient reported they called the office and they took care of the "illegible word". There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported a loss of therapy. They were able to sync with their patient programmer and it showed stimulation was on. The patient reported that sometimes at night they couldn't get to the bathroom in time. They reported that this started in december, they reported no falls or trauma related to the event. The patient was able to sync while on the call, they reported stimulation was on program 1 at 6.3v. Since that was not helping, they were assisted in moving to program 2 at 0.0v and increasing to 2.5v where they felt stimulation. The patient was going to try this setting to see if it helped symptoms.